Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge during use on a pt. There was no adverse pt impact reported. The user switched to another defibrillator to deliver therapy. The device was evaluated at philips. The symptom was reproduced and clarified as an intermittent failure to discharge. The problem was isolated to the power pca. The power pca was replaced to resolve the issue. After passing all performance assurance tests the device was returned to the customer.

Event description:
The customer reported that the device failed to discharge during use on a pt. There was no adverse pt impact reported. The user switched to another defibrillator to deliver therapy.